Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. The device was evaluated and found to be within specification.

Event description:
While using a 30k fsi-sli-1000 insert, there was no water flow and the insert was heating up; no injury resulted.